Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded episodes of noise that resulted in inappropriate shock. Boston scientific technical services (ts) discussed possible root cause of either a slightly loosened setscrew or damaged seal plug. Recommendations were made to program the device to primary vector if appropriate sensing is confirmed. No adverse patient effects were reported.